Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering evaluation, a pra was generated earlier. Additionally, as part of the manufacturing process the units go through balloon and winding inspection process.

Manufacturer narrative:
The fogarty involved in this case was received by our product evaluation laboratory for a full evaluation. The report of balloon burst was confirmed. As received, balloon was found to be ruptured in the central area. Balloon edges did not match at the ruptured region. Both balloon windings were intact. Finally, no other visible damage was observed from the catheter. Per instructions for use "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation result. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this fogarty catheter, the balloon burst. The balloon was tested prior to use and inflated normally. Replacing the device for another one, the issue was solved. There was no allegation of patient injury.